Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, verification of sterilization, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. The cause of the catheter migration is unknown. Internal complaint number: (B)(4).

Event description:
Sales representative reported that a catheter was replaced due to catheter migration. The patient complained of lack of therapy. The replaced catheter was discarded. The cause of the catheter migration was unknown.